Manufacturer narrative:
According to the facility a 'piece of debris from the lap sponge package ended up in the patient and had to be removed'. No additional details are available. The sample has not been returned and has not been evaluated. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a 'piece of debris from the lap sponge package ended up in the patient and had to be removed'.